Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 1 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A batch review was performed for potentially associated lot numbers h10k05013, h10j24040 with no defects noted. The cause of the peritonitis was undetermined. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This is a spontaneous report by a consumer with supplemental information from a nurse from the USA of peritonitis with the culture positive for a gram negative organism in a patient coincident with dianeal pd4 ambuflex, dianeal pd4 ultrabag and extraneal viaflex therapies. On an unreported date, the patient began treatment with dianeal pd4 ambuflex (lot number, dosage and frequency were not reported), dianeal pd4 ultrabag (lot number, dosage and frequency were not reported) and extraneal viaflex (lot number, dosage and frequency not reported) intraperitoneally (ip) for peritoneal dialysis (pd). During a call with baxter customer service, the consumer reported that on an unknown date, the patient experienced peritonitis and was not hospitalized. Upon a follow-up call with the patient's nurse, the nurse reported that on (B)(6) 2011, the patient was diagnosed with peritonitis. The cause of the peritonitis was unknown. Treatment for the peritonitis was not reported. In (B)(6) 2011, the patient recovered. Dianeal therapy was ongoing. Concomitant medications were not reported. The nurse reported that the peritonitis was not related to dianeal and extraneal therapies.